Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided ¿ which may include the returned device (if available), photographs, videos, event description, and any additional field input ¿ arthrex has determined the most likely cause. The most likely cause is attributed to use-related factors, specifically excessive side-loading during use. This determination is consistent with the precautions described in dfu-0215-eo, revision 1 ¿ disposable arthroscopic shaver blades, burrs, powerpick¿, powerasp¿, nanoresection¿, and shaverdrill¿ devices, which state: f. Precautions (6) do not allow the rotating portion of any device to contact metallic objects (e.g., cannulas, arthroscopes). Such contact may cause damage ranging from edge dulling to fracture of the tip. If contact occurs, inspect the device and replace it if cracks, fractures, or dulling are observed. (7) excessive side-loading during use does not improve cutting performance and may cause irreversible damage to the device. (8) excessive loading on the powerasp device may disengage the cam mechanism and stall cutting effectiveness.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 11/21/2025, a facility representative reported via (B)(4) that the surgeon had issues with the ar-6500rbe 8-flute 5.0mm x 19cm round burr shedding metal fragment debris in both forward and reverse at 8000 rpm during a cam resection while performing a hip arthroscopy. The size of the fragments was tiny, like specks. No patient was affected.